Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified left forearm vessel. After a non-bsc guide wire crossed the lesion, a 6.0x40, 75cm mustang balloon catheter was advanced to dilate the lesion and was initially inflated at 15 atmospheres. The balloon was then moved to the proximal and dilatation was performed again; however on the second inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed using a 6mmx40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. The returned unit was attached to an inflation device. Positive pressure was applied when liquid was observed to be leaking from a longitudinal tear in the balloon material. The tear started at 4 mm proximal to the proximal end of the proximal markerband and extended for a distance of 21 mm distally. A visual and tactile examination found no kinks or damage along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified left forearm vessel. After a non-bsc guide wire crossed the lesion, a 6.0x40, 75cm mustang(tm) balloon catheter was advanced to dilate the lesion and was initially inflated at 15 atmospheres. The balloon was then moved to the proximal and dilatation was performed again; however on the second inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed using a 6mm x 40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.